Event description:
Report received of an overdelivery of IV fluids as a result of a programming error. The pt was reciving an IV of 1000ml d5 1/4ns with 20meq kci. The pump was ordered t0 infuse at 125ml/hr. It was reported that the pump was programmed and a new bag hung at 12:00 midnight. At 8:00am that morning it was reported that the pump was actually delivering at 328ml/hr for the last 8 hours due to misprogramming. According to the customer contact, the pump was programmed in the dose calculation mode instead of ml/hr. It was reported that the IV was stopped. The customer contact reported that the pt was discharged home the following day. There was no reported adverse pt event as a result of the event.